Event description:
The customer called to report moisture damage on the insulin pump, after it began to rain. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly.